Event description:
It was reported the patient underwent revision of their intrathecal drug delivery catheter in 2008, due to a kink. Five cm of the catheter at the intrathecal space were "knotted up." The patient experienced withdrawal, with symptoms beginning in september. The hcp did not know the specific symptoms as they were not managing the patient's device at that time. The patient was reportedly dealing with the hurricane at the time, so the issue was not addressed until november. The drug used in the pump is dilaudid 40 mg/ml. Additional info has been requested, but was not available on the date of this report.